Manufacturer narrative:
Addendum: additional information indicated that this was an interventional procedure with a retrograde approach. The patient¿s approximate height is unknown and weight is (B)(6). A 7f pinnacle sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The patient¿s blood pressure was 128/78. The patient was anticoagulated with heparin. The physician refused to measure act prior to closing. The physician has not achieved certification on the use of exoseal vcd, this was his first deployment. Complaint conclusion: approximately three hours after use of an exoseal device for vascular closure, it was reported that the patient experienced a decrease in blood pressure and complained of left lower flank pain while in the recovery room. A CT scan was performed which revealed retroperitoneal bleed. The patient was taken to surgery for repair of the left common femoral artery. The femoral artery¿s suitability was verified on angiography. A retrograde approach was used. A 7 french non cordis sheath was used for vascular access to the femoral artery. The vessel did not have greater than 50% stenosis at or near the puncture site. The arteriotomy was not in or near an area of calcium/plaque or near a stented segment. The vessel diameter was equal or greater than 5mm in diameter. The angle of access used for the exoseal vascular closure device was between 30-45 degrees the femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. After the interventional procedure, hemostasis was achieved with the exoseal vascular closure device and the left groin was reported to be free of hematoma and bruising. The patient was anticoagulated with heparin. The physician refused to measure act prior to closure of the femoral artery with the vascular closure device. This was the physician¿s first deployment of the device in achieving certification. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. The IFU also states that the closure procedure should be performed by physicians who have expertise in the techniques of vascular catheterization and possess adequate training in the use of the device, e.g., participation in an exoseal vcd training program. It is cautioned in the IFU that the safety and effectiveness of the device has not been established with heparinized patients who have elevated pre-closure act level: > 250 seconds with gp ilb/iila inhibitor, > 300 seconds without gp ilb/ila inhibitor based on the information available for review, patient/procedural factors and/or pharmacological factors (patient was anticoagulated with heparin) may have contributed to the event reported. Without a lot number to conduct a DHR review, and without the return of the device for analysis, it is not possible to determine if the event is related to the device manufacturing process. Therefore no corrective will be taken at this time.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Event description:
Approximately three hours (18:10) post deployment of an exoseal vascular closure device, it was reported that a patient¿s blood pressure decreased and complained of left lower flank pain in the recovery room. A CT scan was performed which revealed retroperitoneal bleed. The patient was taken to surgery for repair of left common femoral artery. The left groin was free of hematoma or bruising. Hemostasis had been achieved with the exoseal vascular closure device with no issues at 15:00.